Event description:
It was reported that the patient suspected they were shocked. The interrogation report high threshold on the right ventricular (rv) lead. Based on the interrogation report the threshold had been chronically high. Additional follow-up information confirmed the patient did not receive any shocks. No action was taken with the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).